Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header did not find any anomaly related to the field concern. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes found normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that premature battery depletion was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.